Event description:
A malfunction alarm identified as malf 24 was reported with no notable events occurring prior. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.